Event description:
Could not interrogate device, no magnet response. Patient passed out and vent rate was about 40 bpm, with no pacing spikes. Later, interrogation possible; device at vvi 65; serial number erased. Por had occurred last month.